Event description:
It was reported that the patient suffered a stroke approximately one month after implantation of his implantable neurostimulator (ins). Prior to the stroke, the patient had not turned on their ins. Following the stroke, the patient reported no longer experiencing the tremors that the ins was originally implanted for. The patient had left the ins turned off after the stroke and planned to leave the ins in place. Further information has been requested. A supplemental report will be filed if further information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 3387s-40, lot# v009876, implanted: (B)(6) 2006. Product type: lead. (B)(4).